Event description:
During trouble-shooting a waste sump error on a unicel dxc 600 synchron chemistry analyzer, the customer removed a tube from the waste canister without shutting down the hydro-pneumonic system and was splashed in the face by waste fluid. No injury was reported due to this event, since the customer was splashed on the cheeck, fluid did not come in contact with mucous membrane.

Manufacturer narrative:
Service was dispatched to address the waste exit sump error. Bci label does not instruct the customer to remove the tube from the canister. Root cause for this event is user error.